Manufacturer narrative:
Suspect os contact lens was discarded.

Event description:
On (B)(6) 2022, a patient¿s (pt¿s) family member reported the pt was diagnosed with a corneal ulcer in the left eye (os) while wearing an acuvue® oasys with hydraluxe brand contact lens (cl). The family member reported a prior os corneal ulcer which is being submitted in a separate report, MDR # 1057985-2022-00066, submitted to the FDA on (B)(6) 2022. The pt wore the suspect os cl on (B)(6) 2022, then reported pain, eye swelling, and light sensitivity when waking up the following day ((B)(6) 2022). The pt visited an urgent eye care clinic, was told the ulcer was cl-related and was advised not to wear the lenses again. It was reported that the pt had multiple visits with the urgent eye care clinic. The last visit was (B)(6) 2022 and the pt was advised ¿it was doing ok.¿ the family member does not recall what medication was prescribed. The pt was told not to resume cl wear and to follow-up in 1 week. The family member confirmed the pt generally does not sleep in cls but can't say that the pt hasn't ¿dozed off in them.¿ the pt reported not sleeping in cls ¿anytime around the time of the ulcer.¿ the family member reported that when the pt wears cls, the lenses are replaced daily. On (B)(6) 2022, the pt¿s family member provided additional information. The pt has a follow-up appointment with an ophthalmologist today at 5:10pm. On 25aug2022, additional information was received from the ophthalmologist. The pt was not seen in their office on 31jul2022 and there is no record of a 2nd os corneal ulcer. Multiple attempts for medical information were made to the urgent eye care clinic. No additional information has been received. This report is being submitted as a worst-case event as we were unable to verify the 2nd os corneal ulcer event with a healthcare provider. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number j002wx2 was produced under normal conditions. The os suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.